Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 0.5 mg/cc at 0.1 mg/day. The indication for use was non-malignant pain. It was reported that during a [implant] procedure, the catheter stylet was reinserted into the catheter after being withdrawn. When the stylet was reinserted, the tip was found to be protruding through one of the catheter fenestrations. The needle and catheter had to be withdrawn after the first attempt at placement because the catheter was noted to be traveling caudal, and the physician desired the catheter to travel cepalad. The stylet was withdrawn from and reinserted into the catheter a few times to see if it would properly insert, but each time the stylet tip protruded from the tip of the catheter. The spinal segment of the reported lot-controlled 8780 was removed from the operative field. The spinal segment was never implanted. The physician requested a new spinal segment. The pump segment of the reported item was implanted in the patient. It was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The catheter was returned for analysis. Analysis of the catheter found damage to the catheter body and guidewire which occurred at implant. The conclusion code was updated.

Event description:
Additional information was received from the manufacturer representative on 2017-jan-10. The actions/interventions taken to resolve the catheter surgery issue were the healthcare provider (hcp) was provided with a spinal segment revision kit.